Event description:
A baxter field service technician reported an infusion pump with an 812:02 failure code baxter customer service. Information was requested but details were not available regarding whether the failure occurred during patient use, patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of infusion device. Additional contact information was requested but no additional contact was provided. The hospital representative stated that there have been no reports of any patient incident this pump since the last baxter service event.